Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a power error alarm. Customer's blood glucose was 11.2 mmol/l. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. We were unable to verify pump error 25 alarm due to constant blank flashing white light on the display. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.